Manufacturer narrative:
(B)(4). Internal file number - (B)(4) : during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported patient effects. The reported patient effects of worsening mr and tissue damage, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of tissue damage appears to be related to patient/procedural conditions, as the clip was implanted on the tender/fragile leaflets, which likely contributed to the chordal lateral cleft in the leaflet. The reported worsening mr was likely a symptom/secondary effect of the leaflet cleft, as the mr was noted to have worsened when the cleft was identified. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
This is filed to report the chordal cleft. It was reported the mitraclip procedure was performed on (B)(6) 2017, to treat functional mitral regurgitation (mr) with a grade of 3. One clip was implanted, reducing the mr to 1. On (B)(6) 2017, echocardiogram was performed, and it was found that the patient had a chordal lateral cleft and the mr had increased to 4. The clip was confirmed to be secure on the leaflets and the patient was stable. No additional information was provided.